Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The pump supplies were changed and "clumpy" insulin was observed in the infusion set cannula. Customer's blood glucose was over 700 mg/dl with diabetic ketoacidosis identified as dangerous. Intravenous fluids and manual injections were administered in the emergency room and hospital. Customer was discharged on 1/19/2019 with no permanent damage and reverted to manual injections for insulin therapy.